Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient reported feeling sick, prompting the ER visit, and stated that a leaking pod led them to seek medical attention. The patient¿s blood glucose levels rose to greater than 500 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. Reported symptoms included vomiting, body aches, polyuria, and shortness of breath. The patient reported no specific diagnosis other than significantly elevated blood glucose levels (greater than 500 mg/dl). The patient was treated with intravenous fluids, an insulin drip, and pain medication. A new pod was applied. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.